Event description:
It was reported that in 2008, a change in the status of electrode channel 9 was seen. Since then the status of the electrodes has deteriorated. The pt is still able to hear well. No fall was reported. Testing showed 2 short-circuits involving 4 electrode channels and two channels with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.